Event description:
Pt was "scratching" at the catheter which was inserted in arm. The catheter eventually broke free at the hub and remained inside the pt's vein. The nurse observed the beoken device and catheter itself still in the pt's arm. The pt had to have emergency surgery to remove the broken catheter.